Manufacturer narrative:
(B)(4).

Event description:
Procedure: cystourethroscopy. The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: mixed incontinence with predominant stress incontinence; urinary frequency. Post-operative diagnosis: mixed incontinence with predominant stress incontinence; urinary frequency.